Event description:
During an initial implant procedure, it was not possible to interrogate the device. The device was not used, and a new device was implanted to resolve the event. The patient was stable.